Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident and an infection in the colon with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized for both of these events. The cause of peritonitis and infection was unknown. The patient was treated with unspecified antibiotics for the peritonitis. Treatment for the infection was unknown. The hp was hospitalized for five days before being discharged. The patient was recovering from peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13c28059 and h13d29030 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).